Manufacturer narrative:
Result and conclusion: - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable is broken at the distal clevis hub. It appears that the cable most likely broke under tensile loading and may have incurred some damage from instrument collisions and/or rough handling prior to breakage. Engineering also observe various deep scratches with material removed on one side of the distal end of the main tube. The scratches are concentrated in a 1.5" long section, are all under .250" long and not aligned with the tube axis. The location and appearance of the scratches suggests that they may have been caused by instrument collisions and/or rough handling. No other damage was found. The endo wrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the wires came out of the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.